Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker exhibited noise and high pacing impedance measurements of approximately 1900 ohms. The cause of the observations was thought to be due to a fracture in the lead. However there was no x-ray, fluoroscopy, or visual observation performed. As a result of the clinical observations, the rv lead was abandoned surgically. The pacemaker remains in service. No additional adverse patient effects were reported.